Event description:
It was reported that the needleless connectors were not threading, and some were leaking during intravenous contrast injection during CT scan. There was no patient impact.

Manufacturer narrative:
Cont'd from d.11: IV contrast tubing set. Correction on initial report: b.5, d.10 & h.6. Additional information provided: b.3 & d.11. No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. A device history record for model mz1000-07 with lot number 19115816 was performed. The search showed that a total of (B)(4) units were built in 1 lot on 09nov2019. The search showed that there were no quality notifications for the failure mode reported by the customer.

Manufacturer narrative:
Correction on initial report: g.4 (02/24/2020).

Event description:
It was reported that the needleless connectors were not threading, and some were leaking during intravenous contrast injection during CT scan. There was no patient impact.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that a few maxzeros were leaking during contrast injection and there was no patient impact.

Event description:
It was reported that the needleless connectors were not threading, and some were leaking during intravenous contrast injection during CT scan. There was no patient impact.

Manufacturer narrative:
The customer¿s report that maxzeros were not threading and were leaking was not confirmed. Visual inspection, functional testing and pressure testing of the associate sets noted no damage, anomalies or leaks. The root cause was not determined. The suspect set was not returned for investigation. Device history record for model mz1000-07 with lot number 19115816 was performed. The search showed that a total of (B)(4) were built in 1 lot on 09nov2019. The search showed that there were no quality notifications for the failure mode reported by the customer.